Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It should be noted that the reported patient effects of ischemia and restenosis as listed the xience v everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2010, a 2.5x28mm xience v stent was successfully implanted in the mid left anterior descending (lad) coronary artery lesion. Post procedure, elevated creatine kinase muscle and brain (ck-mb), less than 2 times the normal upper limit was noted, without reported treatment provided. On (B)(6) 2015, the patient was hospitalized and a positive stress test was noted, indicating ischemia. An angiogram was performed showing 75% re-stenosis of the mid lad area. On (B)(6) 2015, another percutaneous intervention (pci) was performed, placing a non-abbott stent in the re-stenosed, mid lad xience stent. On (B)(6) 2015, the event resolved without sequela and the patient was discharged from the hospital. There was no additional information provided.